Event description:
According to literature source of study performed  between january 1998 and october 2020, there were 170 children who underwent operative repair of a congenital bochdalek type diaphragmatic hernia. Patients were divided into two groups: suture repair (136 patients) and patch repair (35 patients). The device was used in 13 patch repairs. Postoperative complications in patients who underwent repair with the device included recurrence in four patients. Reoperation was required. Conversion to laparotomy was reported as well. The study concludes that failure of the primary repair is associated with the use of a patch. The failure of the primary repair as dependent on the use of a patch and a thoracoscopic approach.

Manufacturer narrative:
Title: surgeon level variation in outcome of repair of congenital diaphragmatic hernia with particular reference to the management of recurrence source: journal of pediatric surgery 56 (2021) 2207¿2214. If information is provided in the future, a supplemental report will be issued.